Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a spinal procedure, the jaw of the pituitary broke however, no parts are missing from the instrument. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: the upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with river lines and morphology suggesting the direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.